Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 450 mg/dl. The customer was treated for high blood glucose with manual injection. The customer's husband stated they need to manage her blood glucose quickly because she has 37 percent use of her kidney and the doctor request replacement pump. The customer was advised that we are shipping the replacement pump.